Manufacturer narrative:
The complaint report meets the reporting criteria of an FDA MDR report based on the reporting precedence established for this product family for non retraction of the needle during use; regardless of pt outcome. Please note that the users claim of endoscope damage is currently being investigated by the appropriate personnel. The customers' complaint issue was reported as follows: the echo device was advanced from the gastric body to the pancreatic body. After puncturing, the physician attempted to retract the needle into the sheath and met resistance. The device was removed from the endoscope with the needle stuck out from the sheath. As per the user this caused pinhole(s) in the endoscope. The physician replaced the device with another new one of the same type and completed the procedure. Additional complaint information was further provided as follows: "target site was tail area of pancreas. No particular in the patient's anatomy. When the stomach wall was punctured, it was hard and there was a resistance. As far as the operator (dr (B)(6)) remembers, the stylet was handled by an assistant doctor, so he is not certain if the stylet was set to the end of the needle at the time of puncture. Dr (B)(6), one of the assistant doctor, considers that the stylet was set properly till the end of the needle." The actual lot number of the echo-hd-19-c (echo) device involved in this complaint could not be determined, however it was confirmed that it was a device of lot# c864067, c885759 or c859260. There were no echo-hd-19-c devices of the lot number specified to be involved in this complaint in stock at the time of the complaint investigation. A 1 x echo device of unknown lot number was returned for evaluation. The device was not returned in the original package and was opened on receipt. This echo device was received with the stylet fully in place. The needle was slightly advanced, approx. 5mm on receipt. On closer examination of the sheath tip it was noted that the needle notch was caught in the sheath. The needle tip was examined and confirmed to be intact. On examination of the needle tip under the microscope a slight kink to the tip was confirmed. The notch/core trap of the needle was noted to severely damaged. It was kinked and bent and was caught on the sheath. The sheath tip was also examined and damage was confirmed close to the tip. The needle could be fully advanced easily and fully retracted with slight resistance. The customer complaint was confirmed as the device was returned with the needle unretracted; the needle notch was damaged/bent and caught on the sheath tip. A slight kink to the needle tip was also confirmed. The kink to the needle tip was identified to be the cause for the needle bending/kinking at the notch. The damage to the tip which may also have contributed to the resistance the user experienced on advancement of the needle. The damage to the notch of the needle resulted in the needle getting caught on the sheath, preventing the needle from retracting fully into the sheath and damaging the tip of the sheath. It was not possible to determine the cause of the needle tip damage. The damage may be attributed to individual patients' anatomy if the lesion being sampled was a particularly hard lesion. The complaint information provided confirmed that there was no particular with the patients' anatomy, however when stomach wall was punctured, it was hard and there was a resistance. It is also possible for the needle tip to be damaged due to product handling when advancing/removing the device from the endoscope or during use if the stylet was not in place during advancement of the needle, or during sample retrieval. The complaint information provided indicated that the stylet was fully inserted in the device during use. As the conditions of device usage cannot be replicated during the device evaluation it is not possible to conclusively determine the root cause of this complaint prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure integrity of the product. A review of the manufacturing records for lot number involved in this complaint did not reveal any discrepancies which could have contributed to this failure. The notes section of the instructions for use ifu0077-2 that accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The patient did not experience any adverse effects due to this occurrence. The physician replaced the device with another new one of the same type and completed the procedure. It may be noted that the customer has claimed that this echo device caused pinhole(s) in the endoscope as a result of this incident. This claim is currently being investigated by the appropriate personnel. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
The echo device was advanced from the gastric body to the pancreatic body. After puncturing, the physician attempted to retract the needle into the sheath and met resistance. The device was removed from the endoscope with the needle stuck out from the sheath. As per the user this caused pinhole(s) in the endoscope. The physician replaced the device with another new one of the same type and completed the procedure. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. No adverse effects to the pt have been reported as occurring.